Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.